Event description:
It was reported that an automated consultation request was sent to technical services (ts) to review and evaluate this cardiac resynchronization therapy defibrillator (crt-d) function. Upon review, the presenting electrogram (egm) showed there to be electromagnetic interference (emi) oversense noise signals on the ventricular channel. It was believed the emi noise was due to cauterization during the procedure. The presenting egm showed device operating normal as expected. No adverse patient effects were reported. This crt-d remains in service.